Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 350 mg/dl at the time of the incident. Customer's current blood glucose value was 486 mg/dl. The customer treated with manual injections. Customer stated that the drive support cap was normal. The product was not returned for analysis.